Manufacturer narrative:
The t:slim user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels greater than 600 mg/dl. Reportedly, apidra insulin was being used in the cartridge. To address the bg level, manual injections were administered. Reportedly, the customer will begin to use novolog insulin in the cartridge and understood that apidra insulin was contraindicated to be used with the pump. At the time of the reported event, the customer loaded a new cartridge successfully.